Manufacturer narrative:
Findings: insulin pump was received with intermittent button response due to moisture damage on keypad traces. Unit had cracked display window corner, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
It is reported that the customer had normal blood glucose levels of 120 mg/dl. The customer reported that the buttons of the insulin pump were unresponsive. The customer was advised to discontinue the use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.